Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a serious pericardial effusion (cardiac tamponade) requiring prolonged hospitalization and ultimately death. A serious pericardial effusion was found after the procedure (post procedure). It is unknown when complaints occurred. The patient¿s condition after the procedure was bad, and he had underlying diseases, so that he passed away. The physician's opinions on the relationship between the event and the product is that there is not a relationship with the product because it is due to the patient's condition. No abnormalities were observed prior to use or during use of the product. Patient required extended hospitalization was required after the procedure. Real time graph; dashboard; vector; and visitag force visualization features were used. Force over time (fot) additional filter used with the visitag. Tag index color options were used prospectively.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Although lot number (90822442l) was provided by the customer, bwi was unable to verify the lot number provided as valid lot number, therefore, a manufacturing record evaluation (mre) could not be conducted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date of death was populated with ¿(B)(6) 2022¿ since the actual date of death was not provided; it was reported as unknown. The date (B)(6) 2022, is being used as a best estimate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).